Manufacturer narrative:
The subject device was not returned for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device was received in sterile processing with fecal matter, scope was reported not to be precleaned. The scope was reported not used on a patient. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up and the legal manufacturer's final investigation. Communication with the customer representative (rep.) Conveyed the following information: according to rep. He was informed the scope was used in a procedure, and then sent down to spd (sterile reprocessing dept ) without completing precleaning and that the issue was found prior to reprocessing the endoscope . Rep. Stated the customer follows the reprocessing steps per instruction for use (IFU), they have been trained to do so but it appears as though it may not have been done correctly in this instance . Device according to rep. Is not returning for evaluation. Legal manufacturer's investigation: investigated event¿ suggested event: after the subject device was used for procedure, it was sent to the sterile processing department (spd) without completing precleaning. Device was not returned to olympus business center. Confirmation of event description : after the subject device was used for procedure, it was sent to the sterile processing department (spd) without completing precleaning. Repair history review : no repair history found on this facility. No adverse event occurred. Similar case from the user facility: not found. A review of the device history record found the subject device was shipped in accordance with specifications. Instruction for user (IFU): as per IFU (reprocessing manual), it provides warning on precleaning after device use for procedure in ¿5.3 precleaning the endoscope and accessories¿ as follows: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor complaints for this device.